Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d9. The correct date return is 03 aug 2023. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, an image was not displayed because the electrical components on the connector signal board became defective due to abnormal current. The cause of the abnormal current could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the 4k camera head had no image. There was no delay or reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.